Event description:
This is a demo chair. Tbm was performing an in service and the stroller handle broke at the pivot knuckle where the handle inserts into the pivot knuckle.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model demos3gc, serial number/date code (B)(4) is approximately one month old. There was no patient involvement and no injury reported. The owner's manual part number 1154295 rev.c (dec-10) was issued with this device. The malfunction has not been confirmed yet.